Event description:
Acct. Reports that the tubing separated from the hub of the y-junction on the tubing. The baby "lost a significant amount of blood", but no blood transfusion was required. Device was attached to a "PICC" line on the baby.